Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. While testing, outside of the patient's body, the rotawire guide wire broke. No patient complications were reported and the patient's status is fine.